Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate that the staplers do not move forward in a proper way. There was no consequence to the pt.